Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device expulsion ("migration to the uterus"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") in a 37-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's and paracetamol (acetaminophen). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced mental disorder ("psychological or psychiatric problem condition"). In (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the device expulsion, vaginal haemorrhage, menorrhagia, menstrual disorder, dysmenorrhoea, alopecia and mental disorder outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, mental disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal details: procedures-laparoscopic salpingectomy with cornua dissection on the right side. , mlni laparotomy, left salpingectomy with cornual resection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: bilateral occlusion/ migration of essure. Most recent follow-up information incorporated above includes: on 24-jul-2018: pfs received. Added patient demographics. Added event psychological or psychiatric problem condition. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device expulsion ("migration to the uterus/migration of essure device location of device: partially into the uterus"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included nsaid's and paracetamol (acetaminophen). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse),"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the device expulsion, vaginal haemorrhage, menorrhagia, menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety, bladder disorder, urinary tract disorder and dyspareunia outcome was unknown. The reporter considered alopecia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: removal details: procedures-laparoscopic salpingectomy with cornua dissection on the right side. , mlni laparotomy, left salpingectomy with cornual resection. Discrepancy noted- date of removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: bilateral occlusion/ migration of essure most recent follow-up information incorporated above includes: on 29-oct-2018: new pfs received- new events added: bladder or urinary problems or changes, dyspareunia (painful sexual intercourse were added. Event psychological or psychiatric problems condition updated to depression and mental anguish. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), device expulsion ('migration to the uterus/migration of essure device location of device: partially into the uterus'), vaginal haemorrhage ('vaginal bleeding') and menorrhagia ('menorrhagia') in a 37-year-old female patient who had essure (batch no. C22911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse),"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the device expulsion, menorrhagia, menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety, bladder disorder, urinary tract disorder and dyspareunia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered alopecia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: removal details: procedures-laparoscopic salpingectomy with cornua dissection on the right side. , mlni laparotomy, left salpingectomy with cornual resection. Discrepancy noted- date of removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: bilateral occlusion/ migration of essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for event vaginal bleeding updated to recovered. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain'), device expulsion ('migration to the uterus/migration of essure device location of device: partially into the uterus'), vaginal haemorrhage ('vaginal bleeding') and heavy menstrual bleeding ('menorrhagia') in a 37-year-old female patient who had essure (batch no. C22911) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included asthma. Concomitant products included nsaids and paracetamol (acetaminophen). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia painful sexual intercourse),"). In 2017, the patient experienced dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving, the device expulsion, heavy menstrual bleeding, menstrual disorder, dysmenorrhoea, alopecia, depression, anxiety, bladder disorder, urinary tract disorder and dyspareunia outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered alopecia, anxiety, bladder disorder, depression, device expulsion, dysmenorrhoea, dyspareunia, heavy menstrual bleeding, menstrual disorder, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: removal details: procedures-laparoscopic salpingectomy with cornua dissection on the right side. , mlni laparotomy, left salpingectomy with cornual resection. Discrepancy noted- date of removal (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: results: bilateral occlusion/ migration of essure; on (B)(6) 2015: patient remained stable throughout procedure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: real fu was received and there was no significant change in the medical context of case. Mr received. Reporter's middle name was added. Reporters, lab data, concurrent condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), device expulsion ("migration to the uterus"), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included nsaid's and paracetamol (acetaminophen). In (B)(6) 2016, the patient had essure inserted. In 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy), surgery (bilateral salpingectomy), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the device expulsion, vaginal haemorrhage, menorrhagia, menstrual disorder, dysmenorrhoea and alopecia outcome was unknown. The reporter considered alopecia, device expulsion, dysmenorrhoea, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal details: procedures-laparoscopic salpingectomy with cornua dissection on the right side., mlni laparotomy, left salpingectomy with cornual resection. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in (B)(6) 2016: bilateral occlusion/ migration of essure . Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received . Events added (vaginal bleeding, menorrhagia, dysmenorrhea, hair loss). Event migration was updated to migration to the uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain") and menstrual disorder ("menstruation issues"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.